Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a boston scientific field representative that this right ventricular (rv) defibrillation lead was explanted and replaced after exhibiting loss of capture and high pacing thresholds. There were no adverse patient effects. The lead is to be returned for analysis.